Event description:
It was reported that a patient underwent an ileostomy procedure sometime during 2009 and mesh was used. The patient returned to surgery during the year of 2010 for a reversal of the ileostomy. During the surgery, it was noted that mesh had totally adhered to the intestine and the surgeon was unable to reverse the ileostomy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.